Event description:
The article " long-term durability of transcatheter aortic valves in patients with bicuspid aortic stenosis" was reviewed. The article presented a retrospective multi center study, to evaluate data on long-term valve durability following transcatheter aortic valve replacement (tavr) in bicuspid as. Devices mentioned include portico/navitor. The article concluded that transcatheter aortic valves (tavs) demonstrated favorable 5-year durability in patients with bicuspid as, although younger patients were more likely to require valve reintervention. Nominal tav sizing was associated with better durability outcomes as compared to tav downsizing. Self-expanding valves were associated with superior hemodynamics in patients with small annuli. [(B)(6)]. The time frame of the study was january 2015 and december 2022. A total of 894 patients were included in this study, of which and unknown amount received an abbott device. Average age was 76, majority gender was male. Comorbidities included arterial hypertension, diabestes, coronary artery disease, prior pci, prior CABG, peripheral artery disease, chronic renal failure, atrial fibrillation, prior stroke, permanent pacemaker, chronic lung disease, aortic regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of long-term durability of transcatheter aortic valves in patients with bicuspid aortic stenosis were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes, coronary artery disease, prior pci, prior CABG, peripheral artery disease, chronic renal failure, atrial fibrillation, prior stroke, permanent pacemaker, chronic lung disease, aortic regurgitation. Some of the complications reported were regurgitation, endocarditis, aortic valve stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term durability of transcatheter aortic valves in patients with bicuspid aortic stenosis.